Manufacturer narrative:
On 10/19/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Complaint was not confirmed for deflation. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. For ptosis, a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 10/3/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex contour profile moderate 275cc, catalog number 3542912, lot number 215066 . (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with saline mentor siltex contour profile moderate 275cc breast implants and experienced ptosis and deflation on the right breast implant, and a bilateral capsular contracture baker grade I. As a result, the patient had undergone explantation on (B)(6) 2018. The patient had not been hospitalized. This medwatch is for the right breast implant.